Event description:
It was reported by the rep that the (1) ecs was used during a low anterior resection procedure. It was reported that the surgeon fired the device and at the end of the case they discovered a gap on the anterior portion of the anastomosis where a staple appeared to be missing. A stitch was inserted and the case was completed without further incident.